Event description:
The customer reported that the system kvp increases very high while emitting x-rays.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep could not duplicate the error or problem. The kvp stayed constant at the desired settings.